Event description:
In this event it was reported that a patient experienced an adverse reaction to the self cure activator component of a dental adhesive product. The report states that the patient developed small blisters in the mouth and that the response was confirmed by an allergist.

Manufacturer narrative:
While there is no indication that the device malfunctioned in this event, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The product will not be returned for evaluation. A DHR review is planned and results will be submitted as they become available.